Event description:
It was reported the device exhibited error 1870. Rev vol is 210.1 ml, rate is 5.0 ml/hr. The caller states he changed the batteries at the hospital and now the screen read stopped and he held down the stop/start button until the screen read run and he wants to know if that is correct. No patient injury, no additional information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the photo switch or motor connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.